Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp reported that the patient developed an infection at the stimulator site. It was indicated that the patient was diabetic and had not taken care of the incision. No device malfunctions were reported and patient status is unknown at the time of this report. The patient was scheduled to have the ins removed. There were no further complication reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was placed on antibiotics on (B)(6) 2017 and scheduled for removal on (B)(6) 2017. It was noted the cause of the infection was the therapy in combination with immobility (with compression) and diabetes mellitus type ii (dmii). It was noted time would tell if the infection was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.